Manufacturer narrative:
The customer stated that the instrument controls were within established ranges before and after the event. The customer reported no system issues and indicated that this event appears to be a sample specific issue. Service was not requested as the customer is not questioning instrument performance at this time.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 pro synchron chemistry analyzer erroneously generated one (1) high creatinine-kinase (ck) patient result. On (B)(6) 2012, the customer extracted two (2) samples from the patient. The false high ck result was generated from sample 1 and was repeated then reported out of the laboratory. The patient had creatinine kinase - mb (ckmb) and troponin (accutni) run on sample 2 which were normal results so the physician questioned the high ck result that was reported out. On (B)(6) 2012, the customer ran ck from sample 2 and generated normal results. The customer then re-ran ck on sample 1 and confirmed the same high results. There was no adverse effect to the patient or change to treatment or diagnosis.